Event description:
The reported info was provided to covidien (B)(4) by the customer 10 months after the event. The reported stated: "the tube was presenting a leak; was verified that the balloon (cuff) does not insufflate (inflate)". The pt was re-intubated with another unspecified tube.

Manufacturer narrative:
A review of the device history records for this lot of product confirmed that none of the samples inspected prior to release presented the reported condition. The product was in conformance and was released for distribution accomplishing all established quality assurance acceptance levels. Manufacturing has concluded that if cuff damage such as a leak was present at the time of manufacture, it would not escape the 100% inflate/deflate inspection process.